Event description:
Patient was revised to address osteolysis and malrotation of the femoral.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to retrieve the device history records for reviewing and search the complaint database by manufacturing lot code was not provided. The investigation could not draw any conclusions about the reported event; however, the initial reporting stated mal-rotation of the device was a contributing factor. Provided information stated, product was not suspected of failing to meet specifications or being contributing factors to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.